Manufacturer narrative:
The patietn was stabilized and an x-ray was performed. The lead was successfully implanted with no further adverse patient effects. The patient was hospitalized. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that, during an implant procedure, this lead had increased pacing thresholds. The patient decompensated and it was noted the lead had perforated the patient's heart.